Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 8-mar-2018: this case concerns a patient who received synvisc injection and later had difficulty with movement, weight loss, loss of appetite. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Ambulation difficulties [mobility decreased], loss of appetite [decreased appetite], weight loss [weight loss], fluid was drained form her knees [joint effusion], severe pain in both knees [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received from health authority us-FDA on 08-mar-2018 from patient with regulatory number mw5074962. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and after unknown latency had ambulation difficulties, loss of appetite, weight loss, fluid was drained form her knees and severe pain in both knees. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2018, after unknown latency, patient experienced severe pain in both knees, after knee injection, as well as ambulation difficulties, loss of appetite and weight loss. Patient further stated that it had been 3 weeks with no pain relief. The patient went to the emergency room (ER) and fluid was drained from her knees, but did not help with pain relief. Patient also received cortisone injections, also with no relief. Action taken: unknown. Corrective treatment: cortisone for severe pain in both knees; not reported for all events. Outcome: unknown for all events. Seriousness: intervention required for severe pain in both knees; medically significant for all events pharmacovigilance comment: sanofi company comment dated 8-mar-2018: this case concerns a patient who received synvisc injection and later had difficulty with movement, weight loss, loss of appetite. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received from health authority us-FDA on 08-mar-2018 from patient with regulatory number mw5074962. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and after unknown latency had ambulation difficulties, loss of appetite, weight loss, fluid was drained form her knees and severe pain in both knees. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2018, after unknown latency, patient experienced severe pain in both knees, after knee injection, as well as ambulation difficulties, loss of appetite and weight loss. Patient further stated that it had been 3 weeks with no pain relief. The patient went to the emergency room (ER) and fluid was drained from her knees, but did not help with pain relief. Patient also received cortisone injections, also with no relief. Action taken: unknown. Corrective treatment: cortisone for severe pain in both knees; not reported for all events. Outcome: unknown for all events. Seriousness: intervention required for severe pain in both knees; medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 8-mar-2018: this case concerns a patient who received synvisc injection and later had difficulty with movement, weight loss, loss of appetite. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received from health authority us-FDA on 08-mar-2018 from patient with regulatory number mw5074962. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and after unknown latency had ambulation difficulties, loss of appetite, weight loss, fluid was drained form her knees and severe pain in both knees. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one injection, (dose, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2018, after unknown latency, patient experienced severe pain in both knees, after knee injection, as well as ambulation difficulties, loss of appetite and weight loss. Patient further stated that it had been 3 weeks with no pain relief. The patient went to the emergency room (ER) and fluid was drained from her knees, but did not help with pain relief. Patient also received cortisone injections, also with no relief. Action taken: unknown. Corrective treatment: cortisone for severe pain in both knees; not reported for all events. Outcome: unknown for all events. Seriousness: intervention required for severe pain in both knees; medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 8-mar-2018: this case concerns a patient who received synvisc injection and later had difficulty with movement, weight loss, loss of appetite. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.